Event description:
Product elbow adapter, catalog #1673 opened and found to contain product #1078. Product was supposed to be a ported elbow adapter, but was actually a ventilator adapter. Lot was #23069-15206. This is the second occurrence, and subsequent to an initial recent incident. Purchased from cardinal health, a hudson rci product owned by teleflex medical.